Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that positioning/placement difficulty was experienced during implant of a low voltage lead, repeated attempts at repositioning resulted in the deformation and stretching of the helix. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction on this lead.